Manufacturer narrative:
Vyaire file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided log files, which show alarms 316 and 545, but from (B)(6) 2021, all calibration date stamps show the most recent calibration was in (B)(6) of 2019. Vyaire medical advised the customer to complete a calibration process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that after updating the software of bellavista 1000, technical failure 316 - blower failure and 545- astepinspvalve value out range - failsafe started to alarm. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue, as the failure is not reproducible anymore. Log files and screenshots revealed technical failure 379 began to alarm while calibrating the o2 valve offset during the calibration. After reconnecting the oxygen hose, the alarm went away and did not alarm again. Everything appears to be normal, and there are no active alarms on the unit. No corrective or preventive action is required.